Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd insyte autoguard winged pink, the device experienced a damaged hub. The following information was provided by the initial reporter. The customer stated: this is a report about a damaged catheter hub of iag. According to the customer¿s report, the catheter hub was damaged and could thus not be connected to the IV line.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd insyte autoguard winged pink, the device experienced a damaged hub. The following information was provided by the initial reporter. The customer stated: this is a report about a damaged catheter hub of iag. According to the customer¿s report, the catheter hub was damaged and could thus not be connected to the IV line.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter assembly and four photos. Upon inspection of the received unit, it was found that the outer thread at the end of the luer adapter was smashed and had scuff markings at one side of the adapter. This damage to the outer threads of the luer was most likely caused due to equipment impact during manufacturing. Damage to the luer may occur due to misalignment between the adapter and manufacturing equipment resulting in excess force to the wall of the adapter. Functional testing was performed by attempting to connect an iso standard slip luer to the luer of the unit. A secure connection was not achieved and leakage was observed from the damaged adapter. The reported defect was confirmed and determined to most likely be related to the manufacturing process. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review could not be performed as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported when using the bd insyte autoguard winged pnk, the device experienced a damaged hub. The following information was provided by the initial reporter. The customer stated: this is a report about a damaged catheter hub of iag. According to the customer¿s report, the catheter hub was damaged and could thus not be connected to the IV line.